Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
A report received from the united states indicating that the hose of the device was separated. It is known that the device was not used in surgery. It is not known if injury or other medical intervention occured. There was no add'l info provided.